Event description:
The sales associate reported a revision due to the fit of the implant. The surgeon reports "I suspect that what has happened with this patient is significant bone resorption in between the scan being done and the cranioplasty being fitted. There was a very long delay due to a change of personnel at fannin which resulted in the order not being placed."

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore, a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File four of four for the same event.